Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high right ventricular (rv) and superior vena cava (svc) defibrillation coil impedances beginning (B)(6) 2014; the impedances were also variable. An alert was triggered for the high rv coil impedance.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance - both the rv and superior vena cava (svc) - were high and an alert was triggered. The physicians are discussing a possible lead extraction and the lead remains in use. No patient complications have been reported as a result of this event.